Event description:
Reportedly, during a follow-up interrogation, the programmer screen froze and it was impossible to perform any action by touching it. A grey shadow was observed on the top left corner of the screen. Several actions were performed, including cleaning the screen, plugging back all cables and pressing p1+p2 button, but the programmer could not be restarted. Eventually, the battery was removed and plugged back, which solved the issue.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - expertise files analysis revealed that on 6 september 2022, the subject smarttouch tablet was rebooted twice: the first reboot was performed at 9:12 and most probably resulted from an empty battery level, while the second reboot was performed at 12:21 and shows that the user first tried to power off the tablet multiple time before performing the brutal shutdown, thus confirming the reported event. - the root-cause of the reported screen freeze could not be determined with certainty. However, it could have resulted from an issue related to the touchscreen. - as normal functioning was observed afterwards, it is suspected that rebooting the tablet solved the issue.